Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) on the right ventricular (rv) channel. In addition, a right ventricular automatic threshold (rvat) test higher than programmed amplitude or suspended was noticed. Technical services (ts) recommended further testing. There was intrinsic conduction after the rv loc beats. No adverse patient effects were reported. This rv lead remains in service.